Event description:
It was reported that during a peripheral procedure, a catheter become stuck on the guide wire. The target lesion was located in the tibial-peroneal trunk artery (tpt) in the left leg . A non-bsc guide wire was advanced across the lesion. The 2.0mm x 220mm x 150cm coyote balloon catheter was selected and advanced over the guide wire to the lesion. The physician applied some force to get the device to the mid superficial femoral artery and was not able to go any further. The physician lost position. The catheter and the guide wire became stuck together. The catheter and the guide wire were removed from the patient together as one unit. The procedure was completed with another non-bsc guide wire, a non-bsc thrombectomy device and another coyote balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the catheter was received with no original packaging and an unidentified guidewire. There was no damage to the catheter. The outer diameter of the guidewire and the inner diameter of the wire lumen were measured and found to be within specification. The guidewire was loaded into the tip and advanced completely through the wire lumen without encountering any unusual resistance. There was no evidence of any product quality deficiencies.the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause was unable to be confirmed.(B)(4).